Manufacturer narrative:
Correction h6 method code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Since data were provided, the opinion of a medical expert was sought and stated as following: "unfortunately, no pre-revision x-rays were available, yet a report on a pre-revision MRI was provided. It discusses loosening and bone resorption around the glenoid component. After 9-years wear of a full polyethylene anatomic glenoid component is possible. The patient reacted with a granulomatous tissue proliferation, something that is seen more often in the presence polyethylene particle debris. Typically, this tissue reaction contributes to osteolysis, explaining the periprosthetic bone loss at both the glenoid and humeral side. Other than this I see no special issues in this case". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine clearly the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient has right shoulder deterioration with increasing pain and reduced mobility the past 1-2 years. Additional imaging revealed glenoid loosening with relatively significant bone loss in relation to a granuloma and lysis of the medical cortex of the humerus. The patient underwent a revision surgery to remove and replace the implant.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient has right shoulder deterioration with increasing pain and reduced mobility the past 1-2 years. Additional imaging revealed glenoid loosening with relatively significant bone loss in relation to a granuloma and lysis of the medical cortex of the humerus. The patient underwent a revision surgery to remove and replace the implant.